Event description:
The customer reported that erroneous hemoglobin (hgb) results were obtained on forty one (41) different samples run on the same day on the coulter lh 750 analytical station, compared to results from reruns on coulter lh 780 analyzer, which the customer considered correct. Per phone conversation with the customer, the results obtained from the lh 750 instrument were believed to be erroneous when they failed the results delta check established for the patients. Results from all affected samples were requested, but only eleven print outs were provided by the customer for review. Review of the results provided, indicated that the hemoglobin/hematocrit (h/h) ratio did not match for all samples on initial run. Data also showed that the samples (except for sample (B)(6)) recovered higher red blood count (rbc) and lower hgb, mean corpuscular volume (mcv), mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) results without instrument generated flags on initial run, compared to rerun results obtained from the lh780 analyzer which were reported out as correct. Rbc and mcv results for sample (B)(6) matched the initial run and also yielded an rdw "r" flag. The results provided also showed lower white blood cell (wbc) results on initial run for all samples, except for samples (B)(6). The erroneous results were reported out of the laboratory. There was no death, injury or effect to patient treatment as a result of this event. Rdw= red distribution width, r= instrument-generated flag; review the result according to your laboratory's protocol. When editing parameter results, this flag requires special handling. Any parameter derived from an r-flagged parameter cannot be recalculated until the parameters with the r flags have been edited.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse reviewed data obtained by the customer and was unable to duplicate results. The fse ran reproducibility on the instrument in question in comparison to another analyzer in the lab; the results correlated very well. The fse was unable to duplicate the discrepancy. As preventive maintenance, the fse verified hgb voltage, performed cleaning and adjustment of hgb lamp. All specifications meet manufacturer criteria. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of instrument options include reference ranges (h/l), action and critical limits, definitive flags, suspect codes, delta checks, decision rules and system alarms. Beckman coulter recommends single messages or outputs to summarize specimen results or patient conditions. Failure mode is unknown with the information provided. The fse could not duplicate the reported problem. Raw data was requested and it has not been received.